Event description:
During robotic procedure, surgeon was using a mega suturecut needle driver and the cable in the instrument snapped. The cable was intact. Instrument was taken off the sterile field and taken out of service. There was no harm to the patient.